Event description:
New information was received indicating a remote transmission alert was received for non-sustained right ventricular oversensing (nsrvo). An in-clinic follow-up confirmed the nsrvo due to post paced t-wave oversensing episodes were observed. The device was reprogrammed and the patient was stable throughout the event. Related manufacturer reference number: 2938836-2017-30808.

Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Post implant, post paced t-wave oversensing was noted on the device and right ventricular lead. The physician did not perform any intervention. The patient was stable throughout the event. Related manufacturer reference number: 2938836-2017-3080.